Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, there was dust and debris along the guide rail. Customer loaded a cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.